Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The speaker was replaced to resolve the issue.

Event description:
The hospital reported a speaker not detected error which could result in the loss of critical alarms. There was no report of patient involvement.